Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 confirmed through evaluation but was not reproduced. The evaluation experienced a system error 105 at power up caused by a failed motor flex. The motor assembly was replaced.